Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of high blood glucose over 400 mg/dl. Patient noticed insulin dripping from the tubing. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted lot number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6006335 in question was manufactured at the reynosa site. . Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigation. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: functional test air leak according to wi version 2 on reference samples, 10/10 samples passed the test. A batch record review was conducted resulting in the following: packaging: the lot 6006335 was packaging according to the wi version 96, in the machine multivac 10, on 27/mar/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4c03970 was packaging according to the wi version 62, in the machine sc05 and sc06, on 26/mar/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 09-jun-2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6006335 and no other complaint has been registered in database for the same lot 6006335 and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to leak, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, one more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.